Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to systemic infection. The patient was treated with antibiotics and cleared. However, infection returns from an unknown origin. There were no additional adverse patient effects reported. This pacemaker was explanted.